Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7 months ago. The aneurysm was reverse funnel shaped and had a short proximal neck with angulation of 45 degrees. Vessel morphology was reported as mildly calcified with mild thrombus. A 6-month CT follow-up showed a proximal type I endoleak without migration. The contributing factor to the observed endoleak was the proximal neck angulation. The physician elected to implant an aneurx cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine. Medtronic received pre-operative films which were evaluated by an independent contracted physician, and the following interpretation was provided: on the non-contrast CT, there is a highly angulated proximal neck that appears to be short. The overall neck appears to be a reversed funnel neck with poor apposition distally. The aneurysm is 55 mm in diameter. There is good distal fixation. On review of the CT with contrast, there is evidence of what appears to be a type I endoleak with contrast filling the entire aneurysm sac. There is good distal fixation. The proximal endoleak appears to be from an angulated short neck.

Manufacturer narrative:
Other - secondary intervention required - eval results - endoleak. Short, angulated aortic neck.